Manufacturer narrative:
Iris field service engineer evaluated the instrument and observed bubbles in the tubing from the rinse pump to the syringe and the syringe to the probe. The fse replaced the rinse pump. The fse ran controls which passed and system was operational. (B)(4).

Event description:
The customer reported they are failing ca control for bilirubin. The customer tried fresh controls and was still failing controls for bilirubin. The customer was using qc lot #: 015-15 and strip lot #: 7212055b. There were no erroneous results generated or reported out of the lab.